Event description:
A malfunction alarm with malfunction code malf 9 was reported, and the customer was unable to reset the pump due to a lack of charging supplies. There was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information, but the customer couldn't perform the reset immediately.